Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The meter result at 7:21 was 6.2 inr. The laboratory result at 8:28 from the first laboratory was 3.45 inr. The laboratory result at 8:42 from the second laboratory was 4.80 inr. The therapeutic range was requested but not provided.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is patient/consumer.

Manufacturer narrative:
The reporter's test strips were provided for investigation and were tested on reference meters with a high level control sample. Testing results: qc range: 2.4 - 3.0 inr measurement 1 : 2.7 inr. Measurement 2 : 2.7 inr. Measurement 3 : 2.7 inr. The obtained qcvalues were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   The investigation did not identify a product problem. The cause of the event could not be determined.  Medwatch fields d9 and h3 were updated.